Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference report: 16271487-2017-06023. It was reported the patient was unable to have a MRI thus the patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was removed. Issue has been resolved.